Event description:
In 2008, a pharmacy employee/rptr contacted lifescan (lfs) on behalf of the lay user/pt alleging that the pt's one touch ultramini meter was reading erratically. The medical affairs specialist (mas) spoke with the pt's father on twenty three days after the original date, to obtain/verify the following info: according to the rptr, the pt has had the meter for about a mo and was allegedly obtaining erratic meter readings. The pt reportedly obtained "165, around 300, around 400, and 100 mg/dl" within an unspecified time period. When the customer care advocate (cca) asked the rptr to review the meter's memory, the rptr provided meter readings of "112, 165, 194, 297, 347, 305, and 395 mg/dl", which were obtained on original date and the day before. Based on the times recorded in the memory, there were no tests obtained within 20 mins of each other. When the cca asked if the pt did anything in response to the "high" meter readings, the rptr stated that the pt took 40 units of humalog on the day prior to original date around 8 pm based on the readings obtained from the meter's memory, a "305 mg/dl" was obtained at 8:21 pm on the same day. The pt reportedly became sweaty "shortly" after taking th insulin. The rptr claimed that the pt did not receive any medical attn as a result of the reported issue. The cca walked the rptr through troubleshooting and noted that the meter was correctly set to "mg/dl", the blood sample was taken from the finger, and the puncture site was cleaned properly. However, the cca discovered that the meter was miscoded, which can contribute to inaccurate meter readings. Replacement prods were sent to the pt. When the mas spoke with the pt's father on the last week of the month, he was unable to confirm the info that was reported by the pharmacy employee and to recall the event that occurred on the day prior to original date. However, he claimed that the pt was getting "different" meter readings 5 mins apart: he was unable to provide examples of the alleged inaccuracy readings. The pt's father also stated that the pt's novolog and lantus dosages are based on the meter readings. Based on the obtained info, there is no evidence that the prod malfunctioned since there were no reported meter readings that failed lifescan's precision criteria. However, this complaint is being reported because the pt reported that he became sweaty, a symptom that can be associated with hypoglycemia, after testing on the meter and taking insulin based on the meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass insp, lifescan will inform FDA of the results in a supplemental report.